Manufacturer narrative:
Pump passed seat, rewind, and occlusion tests. Pump had no audio tone due to broken transducer wire. Bolus stopped alarmed during error test due to high impedance on battery tube connector.

Event description:
Mother reported customers pump having no audio. Troubleshooting was performed and pump returned for analysis.